Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported via social media that the crit-line monitor drew a graph to determine if the patient was under or over their desired weight. The biomedical technicians (biomed) at the facility were supposed to adjust the machine based on reading of the graph. Per the reporter, if the graph was above the line, it meant that you were over, and if it was below the line, it meant that too much was being taken off. The reporter stated that it had people cramping and blacking out all across the room. There is no information to follow up on ¿ no name, no clinic i.d., no serial number, and no phone number. The number of occurrences, as well as dates of occurrence were not provided. Additional information is unable to be obtained.

Manufacturer narrative:
Clinical investigation: there is a possible causal relationship between the adjustments on the crit-line iii monitor resulting in cramping and blacking out. However, there was no treatment data, product information, or patient interventions and outcomes that were provided which support the allegation found in the social media post. Based on the limited information, the cause of the reported event cannot be confirmed. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.